Manufacturer narrative:
Product analysis conclusion: the reported type a dissection could not be confirmed , therefore the cause of the event could not be conclusively determined from the films provided. Procedural angiograms showing the deployment of the stent graft and lack of post-implant CT¿s did not allow for a thorough analysis of the reported dissection and stent graft in vivo configuration. It is possible that pre-existing conditions such as the presence of intramural hematoma associated with other patient co-morbidities (i.e. Marfan's syndrome) might have contributed to the occurrence of a type a dissection and patient's death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received : it was confirmed there were no issues with the implant of the valiant captivia and it deployed as expected. The last angiography was performed before the stent was deployed and the patient's blood pressure dropped sharply during the deployment process. Rescued immediately after the stent was deployed. There was no appropriate time to perform angiography after the stent was deployed. Therefore, it was impossible to know whether the dissection involved the abdominal main and iliac arteries. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a type b imh ( intramural hematoma) with localized enhancement lesions in the middle and upper descending aorta. It was noted that the patient had sudden back and chest pain 13 days previously and a CT diagnosed a type b imh. The pain could not be relieved with conservative treatment. It was reported that during the index procedure, the stent was inserted through the right femoral artery, during the deployment process the patient's blood pressure dropped suddenly and ventricular fibrillation occurred. CPR and electrical defibrillation were immediately performed and vasoactive drugs were used to maintain the heartrate and blood pressure. Urgent consultation was requested from the ultrasound department, cardiology department, and anaesthesiology department. It was concluded that the symptoms showed an aortic dissection and it was considered that the dissection was reversely torn into the ascending aorta. The patient expired after the resuscitation failed. Per the physician the cause of the event was related to the patient's condition. It was noted that the patient had marfan syndrome, the blood vessel wall was fragile and was more likely to be damaged due to various reasons during the operation, leading to reverse tearing and then causing serious consequences. No additional sequelae were reported and the patients is expired.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.